Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed no sensor inserted during sensor session. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. In addition, sensor noise over an hour which led to a sensor failure during the session due to low counts aberration was found in connection with the reported allegation. No injury or medical intervention was reported.